Manufacturer narrative:
Patient's date of birth not provided/unknown. Patient's weight not provided/unknown. Device not returned to manufacturer for evaluation.

Event description:
It was reported that the implant (tsv4b16) was aspirated by the patient. Tooth location 3.

Manufacturer narrative:
One zimmer implant was returned for evaluation. A visual inspection revealed that the implant was in good condition and no failure was detected. No device lot number was provided so a device history record review and a complaint history review could not be performed. The implant dimensions were measured and compared against the product drawing. The dimensions were found to be within acceptable tolerances for release. The complaint is confirmed. A singular cause cannot be determined. Device lot number unknown.

Manufacturer narrative:
The doctor indicated non integration with aspiration. Additional information was received on january 17th, 2018 from the subsidiary confirmed that the reported event is only non integration, and aspiration was indicated by mistake. No aspiration actually occurred.